Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was implanted with non-zimmer biomet products. The non-zimmer biomet products were revised for an unknown reason. During head implantation, the head exploded inside the patient's body when it was being impacted onto the trunnion of the proximal body as per standard surgical technique. All the pieces of the fractured implant were collected. The surgery was completed with another head. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of MFR report number 3002806535-2023-00171. Hence this report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be a duplicate of MFR report number 3002806535-2023-00171. Hence this report should be voided.